Event description:
Subsequent to the initial report filing, additional information was received stating that the patient experienced a non-st segment elevation myocardial infarction (stemi) and a three vessel coronary artery bypass graft was performed. No additional information was provided.

Event description:
It was reported that the patient had an unspecified promus stent implanted on (B)(6) 2010. On (B)(6) 2012, the patient experienced a myocardial infarction. Cardiac enzymes and a repeat angiography were performed. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient anatomy. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of ischemia, myocardial infarction, and surgical procedure (coronary artery bypass graft) are listed in the promus everolimus eluting coronary stent system instructions for use (IFU) as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.